Event description:
Senseonics was made aware of an incident where the user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
On (B)(6) 2026, the user reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Based on the escalation analysis a sensor replacement was approved due to system performance, and the device was requested for further investigation. Visual inspection and functional testing of the returned sensor did not identify any anomalies or malfunction. A review of the sensor data showed a decline in signal modulation, however, it was still above the threhold value. The data indicated signal instability, which could not be reproduced during the returned product analysis testing. This may occur in some instances where a failure mode present in the body is not replicated in the lab. The root cause for the observed signal instability could not be determined but may potentially be related to patient-specific physiological or environmental conditions around the hydrogel in-vivo affecting sensor performance. The user was provided with a sensor replacement as part of the resolution.